Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they inserted the device into the patient in a laparoscopic inguinal hernia, they noticed a blue foreign body in the patient¿s abdominal cavity. They removed the pieces and completed the case. There was no patient injury.